Event description:
A home pt contacted baxter's technical service center regarding a reload set 153 during priming. The home pt noted the cassette was leaking. Baxter's technical service center instructed the home pt start over with new supplies. No pt injury or medical intervention was associated with this report per the home pt's spouse.